Manufacturer narrative:
Vyaire medical file identification: (B)(4) h3:81 other-the suspect device was not returned for evaluation, therefore a definitive root cause could not be determined. However, the customer will proceed to replacing the ddi board and conducting calibrations and adjustments. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : onsite repair.

Event description:
It was reported to vyaire medical that the 3100a vent amps was reading 004 on a patient. Furthermore, the water bag on top of unit was leaking. No patient harm reported.

Manufacturer narrative:
Results of investigation unable to determine definitive root cause, however it is likely related to panel meter failure. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.